Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative reported high impedance; that the checked an impedance before setting up programming & it showed avoid contact 11. Impedance is 25900. There were no know causes. Patient was programmed around contact. The issue was not resolved. No symptoms reported.